Event description:
It was reported that the ventilator was not triggering tidal volume during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was on site to investigate the ventilator issue with not triggering tidal volume during patient treatment. The issue could not be duplicated. No parts replaced in the system. The received logs are after the software update, therefore no anomalies could be identified in the logs. The root cause for the reported issue could not be identified.